Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the cadd legacy pump experienced upstream occlusion alarm. The occlusion could not be located and pump was restarted. Also pump previously had multiple no disposable (nd) alarms. The infusion was stopped before completion. There was patient involvement with no harm.